Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Materials#: 383539 batch#: 3089435. It was reported by the customer that the factory attached port is loose and pops off when IV is inserted. Verbatim: rcc received a complaint via email. Email(s) attached. The factory attached port is loose and pops off when IV is inserted. This has happened to at least 3 IV's on this unit. Catalog number : 383539. Lot number : 3089435.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383539 and lot number 3089435. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.